Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (61 mg/dl). Customer's diabetes educator recommended the pump carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer addressed low bg levels with juice.